Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case, the product worked automatically without engaging the product. It was further reported that there was no delay in surgery and no patient involvement.